Event description:
Maquet cardiovascular international customer service received a product experience report from (B)(6) statings, "the heartstring seal stayed in the device, no loading. A replacement was used to complete the procedure. The hospital did not report any pt complications." (B)(6).

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).